Manufacturer narrative:
Evaluation summary: the device was not returned for analysis; it remains implanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. (B)(4).

Event description:
A literature article reviewed cases of glaucoma filtration device (gfd) exposure. The features of cases exposed to the conjunctiva after the gfd insertion were examined. This was a retrospective study of 169 eyes in 151 patients who underwent gfd insertion from april 2012 to april 2017. Exposure time, intraocular pressure before exposure, course of treatment , shape of filtration bleb, and intraocular pressure after exposure were examined. This report is for case 4, a (B)(6) year old female who has exfoliation glaucoma. She had a gfd implanted. Two months following the procedure, glaucoma eye medication was restarted. Approximately two years following the initial procedure a different gfd was implanted. After that, iop shifted to around 8mmhg without glaucoma eye medication. Approximately three years following the initial implant procedure, the device was exposed through the conjunctiva. Removal of the gfd was suggested, but the patient chose not to remove and is under observation. No further information is expected. There are four medical device reports associated with this article. This report is for patient four of four.